Manufacturer narrative:
Analysis noted abrasions on the outer insulation at 38.0 cm from the connector pin, exposing both the cables and the inner coil. The abrasions are indicative of exposure to constant bending/friction with the ICD. No other abnormalities were noted aside from the lead abrasions. Electrical analysis confirmed coil continuity for the returned lead.

Event description:
At previous follow up, an increased in thresholds was observed on lead. Later, during device change out, the lead appeared to be damaged.